Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in experienced an incomplete flush during use. The following information was provided by the initial reporter: date received for intake: 04-aug-2020. Material no: 383591 batch no: 0036595. It was reported that when attempting to flush nurse met resistance and was not able to flush. IV was removed and was still not able to flush. Complaint 1 of 2 incident details: staff was attempting to insert and IV cath on a patient using a 20g nexiva diffusics after multiple previous attempts. The IV threaded well and she got flash of blood back into extension tubing. When attempting to flush with ns she met resistacne and was not able to flush. IV was removed after attempting to trouble shoot. Even after removal was able to withdraw on syringe but not flush- IV catheter is intact.

Manufacturer narrative:
H.6. Investigation summary a device history record review was completed by our quality engineer team for provided lot number 0036595. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in experienced an incomplete flush during use. The following information was provided by the initial reporter: date received for intake: (B)(6) 2020. Material no: 383591, batch no: 0036595. It was reported that when attempting to flush nurse met resistance and was not able to flush. IV was removed and was still not able to flush. Complaint 1 of 2 incident details: staff was attempting to insert and IV cath on a patient using a 20 g nexiva diffusics after multiple previous attempts. The IV threaded well and she got flash of blood back into extension tubing. When attempting to flush with ns she met resistance and was not able to flush. IV was removed after attempting to trouble shoot. Even after removal was able to withdraw on syringe but not flush- IV catheter is intact.